Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product remains implanted in the patient and therefore will not be returned for an evaluation. Because the part and lot numbers are unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The patient reported that symptoms of stomach pains, issue with discharge from eyes and ears, along with a general feeling of not well began almost immediately after the craniotomy. In 2012, the patient states he was tested for allergies which yielded positive results for metal allergy. The patient states there are no revisions scheduled to remove the implant at this time. However, the patient advised he will have the implant removed after confirmation of the material components of the implants. Material components for the plates were provided to the patient.